Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no pt involvement I the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.